Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted in the septum. Placement difficulty was encountered. The lead was attempted to be repositioned, however the helix remained in the septum where it remains anchored. A new lead was implanted prior to wound closure. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted in the septum. Placement difficulty was encountered. The lead was attempted to be repositioned, however the helix remained in the septum where it remains anchored. A new lead was implanted prior to wound closure. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases. Boston scientific has assigned an investigation conclusion code of cause traced to device design. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to position was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted in the septum. Placement difficulty was encountered. The lead was attempted to be repositioned. However, the helix remained in the septum where it remains anchored. A new lead was implanted prior to wound closure. This lead is expected to be returned for analysis. No adverse patient effects were reported.